Manufacturer narrative:
The lens was returned dry in a lens case/ vial and clear surgical residue on the lens. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens product to be within specifications. (B)(4).

Manufacturer narrative:
PMA 510(k):_this product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. Conclusion code: the surgeon stated that when ordering primary icl, the right eye astigmatism readings have been mixed with left eye cylinder. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.5/+2.0/080 diopter, in the patient's right eye (od) on (B)(6)2016. The patient experienced refractive surprise. On (B)(6)2016 the lens was exchanged for a different diopter lens, and the problem was resolved. The dr. Stated that when he ordering the primary lens, the right eye astigmatism readings have been mixed with left eye cylinder.